Event description:
It was reported that pump screen was dark and would not turn on. Customer¿s blood glucose level was 148 mg/dl. Customer tried multiple steps with technical support, including pressing button as instructed and plugging pump into known working power source and charger, but pump did not turn on. The pump was determined to require replacement, replacement pump was arranged as backup therapy, shipping address and return instructions were confirmed, and customer was instructed on storage mode and to return problematic pump within 10 days.